Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with external ram crc error. The customer states they have not used the pump for a couple of years. The customer's blood glucose level at the time of incident was unknown. The customer states they inserted new batteries and received unexpected restart alarm. The customer's most current blood glucose level was 80mg/dl. The customer states that when they go to the alarm menu, the screen is frozen and the top of the screen is blank. The customer states there is also a constant tone present. Troubleshoot was conducted, but not completed due to customer declining to continue. The customer will discontinue use of the pump.